Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing syncope and bradycardia and was hypotensive. The device lower rate was set to 40 bpm, however, the patient was experiencing a heart rate in the 30 bpm range. The ICD remains in use. No further patient complications have been reported as a result of this event.